Manufacturer narrative:
The device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the failure mode was confirmed. The clinical/medical investigation concluded that, this case reports that nine months following implantation post-operative x-rays revealed that lag/ compression screw backed out of the intertan nail. Details regarding the patient¿s weight-bearing status, medical history, bone quality, fall/trauma history, and other additional clinically relevant information have not been provided. X-ray photo examples were provided via e-mail; these x-ray images are not directly from this case, but encompass the issue observed in other similar complaint cases that have been already lodged. The x-ray examples provided demonstrate the lag screw and compression screw have backed out. Based on the limited information provided the clinical root cause of the report issue could not be determined. The provided example images were reviewed and confirm the reported however, they are examples from multiple subjects, so a specific root cause could not be concluded. The initial placement of the lag and compression screws within the femoral head, reduction and stability of the fracture, or user technique and cannot be ruled out as contributing factors of the reported screws backing out. The intertan nail is implantable; however, we cannot rule out the potential risk of irritation, discomfort, inflammation, pain, micro-motion, and/or migration of the screws. No further clinical/medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that, after an internal fixation surgery, performed on (B)(6) 2020, the post operation x-rays on (B)(6) 2021 showed the intertan 10s 10mm x 38cm 130d left and the intertan lag/compression screw kit 100mm / 95mm are backing out, despite being locked in the case. The current health status of the patient is unknown, as well as, how the problem is going to be treated.